Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring, screen had faded or dimmed and not clear, change battery in less than 7 days and the button labeling had rubbed off. The customer's declined to provide their blood glucose levels. The insulin pump will not be returned for analysis.